Event description:
No additional incident information was received; however, the evaluation of the returned device is completed. Please see h6 & h11.

Manufacturer narrative:
Investigation conclusion: the investigation found the stent returned deployed and deformed. The stent body wires were misaligned, which is consistent with retrieval using a snare. The stent shape was able to be restored during the investigation, and the stent was able to fully open upon deployment from an in-house microcatheter. No procedure images were provided for review; therefore, the investigation could not verify that the stent migrated as described in the reported event.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned. The alleged product issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that a fred stent was used for treatment of an internal carotid artery, triangular aneurysm, wide neck, retrograde. The stent was stable after release, but after about 15 minutes it did not adhere to the vessel wall and drifted upwards. Therefore, the doctor had to use a snare to pull it out. The patient was monitored and treated to stabilize the situation and will wait for the next treatment plan. There was no report of patient injury.